Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, mildly calcified, 90% stenosed right coronary artery (rca). A 4.0x20 mm nc trek balloon catheter was used for pre-dilatation. The inflation and deflation of the balloon went smoothly during the balloon angioplasty procedure; however, when withdrawing nc trek from the rca vessel, the balloon lodged at the edge of guiding catheter and could not be withdrawn. The guiding catheter and nc trek were withdrawn as one unit to the aorta, where the nc trek balloon was able to be retrieved from the guiding catheter. After this incident, the procedure continued on successfully without further issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.